Manufacturer narrative:
Device was used for treatment, not diagnosis. Device may have been implanted on (B)(6) 2014. Additional information was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after the implantation of an unknown plate and screws, the patient presented dermatitis of the arm. The devices have been removed. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for an unknown quantity of unknown screws. Implant and explant dates of the subject device are unclear. Device may have been implanted on (B)(6) 2014 and explanted on (B)(6) 2015. Additional information has been requested. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.